Event description:
Pt contacted depuy to report revision due to loosening of the femoral component with pain. Medical record review also indicated that during revision surgery, the pt's femur was cracked and cabled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.